Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the damage encountered therefore the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a cholecystectomy procedure performed on (B)(6) 2014. According to the complainant, when the physician found the stones in the common bile duct, the hydra jagwire guidewire was advanced through the right port into the cystic duct and through the papilla into the duodenum. The physician left the guidewire in place because the clinic does not perform endoscopic retrograde cholangiopancreatography on saturdays, it had to wait until monday. On (B)(6) 2014, during the procedure, when the physician withdrew the guidewire, the hydrophilic tip detached inside the cystic duct exposing the tip of the metal corewire. Laparoscopic surgery was performed on the night of (B)(6) 2014 to remove the detached tip. The procedure was completed with this hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Additional information received on july 31, 2014: the device used during the procedure was a jagwire guidewire, not a hydra jagwire.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a cholecystectomy procedure performed on (B)(6) 2014. According to the complainant, when the physician found the stones in the common bile duct, the hydra jagwire guidewire was advanced through the right port into the cystic duct and through the papilla into the duodenum. The physician left the guidewire in place because the clinic does not perform endoscopic retrograde cholangiopancreatography on saturdays, it had to wait until monday. On (B)(6) 2014, during the procedure, when the physician withdrew the guidewire, the hydrophilic tip detached inside the cystic duct exposing the tip of the metal corewire. Laparoscopic surgery was performed on the night of (B)(6) 2014 to remove the detached tip. The procedure was completed with this hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.